Event description:
Intl customer reports that a pt presented with a surgical wound dehiscence upon removal of the skin sutures five days following a c-section. Small bowel was exposed. The pt was returned to surgery for repair. The surgeon reports that the suture used to repair the rectus sheath broke since the knots were intact.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.